Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced mild dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. -device explant due to mild dysphagia occurred without issue on (B)(6) 2017. -device was found in the correct position/geometry. -patient "feeling much much better" as of (B)(6) 2017.